Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: "the vacuum is not as strong as other tubes."

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum is not as strong as other tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. If samples are received at a later date the record will be reopened and investigated accordingly. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.